Manufacturer narrative:
Patient information was unavailable from the site. Event date was not available. This device is not approved/marketed in us, but is similar to a device marketed in the us. Other relevant device(s) are: product ID: 8801075, serial/lot #: (B)(4), ubd: unknown, UDI #: (B)(4). No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a cervical spine procedure. It was reported that intraoperatively, the spheres were not being tracked. They were replaced with a new one. The procedure was completed using the navigation system and there was no reported impact to patient outcome. There was no reported surgical delay.